Event description:
It was reported that for an unknown procedure, at some point the device gave an error code 3. It was not reported how the case was completed. No patient consequence reported.

Manufacturer narrative:
Eval summary: the hp054 hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.